Event description:
It was reported that a customer's tubing separated from the luer lock during infusion of a non-baxter solution. The customer was using a pvc-free administration set. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated to investigate the reported issue. Visual inspection revealed that the luer lock was separated from the tubing. Inspection of the solvent traces revealed that the tubing was not inserted far enough in to the luer lock. Therefore, the reported condition was verified. The cause of the condition was determined to be an inadequate production process regarding the insertion requirements of the tubing during assembly. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.